Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the system shut down during use. The procedure was completed using an alternate system. Additional information has been requested but not received.

Manufacturer narrative:
Corrected information provided in e.1. The company service representative (ar) was able to address the reported event remotely with the customer, in which the customer requested the system to be replaced. An on site assessment of the system was not completed. The associated system has been converted to inactive status and no further events have been reported. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).